Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked from the hub junction during use. The following information was provided by the initial reporter, translated from spanish: "the patient is channeled and at the moment of passing the liquids, an exit is observed through the proximal part of the catheter".

Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this issue, one (1) video sample was provided for evaluation by our quality team. Through examination of the video, a leak was observed in the adapter component. A device history record review was completed for provided material number 38831414 and lot number 2145968. The review did not reveal any quality notifications or nonconformity reports during the production process that could have led to this reported incident. However, the corrective maintenance history was evaluated and a maintenance order was identified during the production of this batch that could have been related to this reported incident. The observed defect was most likely related to the corrective maintenance performed, where a variation in the grip pressure may have affected the adapter component, resulting in leakage.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked from the hub junction during use. The following information was provided by the initial reporter, translated from spanish: "the patient is channeled and at the moment of passing the liquids, an exit is observed through the proximal part of the catheter".